Manufacturer narrative:
(B)(4). Patient selection, per instructions for use, under precautions: do not deploy the clip in areas of calcified plaque. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a calcified common femoral artery was attempted using a starclose se device via a 6fr sheath, after a percutaneous transluminal angioplasty procedure. Reportedly, the starclose se could not be removed following clip deployment. The safety release mechanism were used to retract the vessel locator wings and the device was removed. The clip of the starclose se device achieved hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Lot number changed from 7052241 to 7032041. Analysis was performed on the returned device. The reported difficult to remove the device could not be replicated in a testing environment. The reported difficulty removing the device appears to be related to use technique such that the access posts were not utilized to facilitate device removal. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.